Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d10, h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone and reported they have intermittent flicker on the main monitor. During the call, the customer was instructed to complete the following: clean the contact pins on the scope, blow a bit of air with their mouth on the clv-190 connector, reseat the sdi cables, still the issue was present. After which the customer was asked to move the sdi cable to another port, issue was still present. Then asked to change sdi cable which corrected the issue, image was then working fine with no flicker. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and reported they have intermittent flicker on the main monitor. During the call, the customer was instructed to complete the following: clean the contact pins on the scope, blow a bit of air with their mouth on the clv-190 connector, reseat the sdi cables, still the issue was present. After which the customer was asked to move the sdi cable to another port, issue was still present. Then asked to change sdi cable which corrected the issue, image was then working fine with no flicker. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented image quality issue, intermittent flicker on the main monitor during setup/ inspection for use, before patient in room. There were no reports of patient harm.